Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A12x2.25 promus premier¿ drug eluting stent was advanced but failed to cross the lesion. In order to perform predilation, the device was removed. However, the physician noted that the edge of the stent was lifted up. The procedure was complete with another of the same device. No patient complications were reported and the patient's status was good.